Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(6).

Event description:
It was reported that during implant, the implantable cardioverter defibrillator (ICD)  chosen for implant appeared to have a dual lead header when the device was a single chamber device. The ICD was not used, and a different ICD was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. It was confirmed that the device does have a dual chamber header when it is a single chamber device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.